Event description:
Contact reported that one of the screws had baked out postoperatively. As a result a revision was performed after fusion had occurred and the plate (1865-11-014 lot adgbzw) and screws were removed.